Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to the supply bag falling and disconnecting. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted baxter's global technical services (gts) requesting assistance with cassette removal on the homechoice (hc) unit . The cg stated the patient was not connected. The cg stated one of the white spikes had come off the cassette line. On (B)(4) 2011, product surveillance spoke with the hp who stated that she did not notice anything unusual during initial set up; however, as she was going to prime, she noticed that a bag was on the floor and the line of the cassette was missing the white spike portion. The hp stated there was only cassette tubing and nothing on the end. The hp stated she picked up the bag and found the white spike was attached at the connection to the bag. The hp stated the technical service representative (tsr) had advised that since she was not connected that she could start over with new supplies. There was no patient injury or medical intervention.